Manufacturer narrative:
Investigation pending.

Event description:
Caller reported unexpected low inratio inr results compared to recent results that were within patient's therapeutic range. No date of occurrence was provided; patient was recently in the hospital for a month for an unspecified reason, unrelated to the inratio monitor and inr. She was just discharged a week ago. The results provided were: inratio inr results=1.1, 1.2, therapeutic range: 2.0-3.0.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected and no product deficiency was identified. The manufacturing records for the lot were reviewed; the lot met release specifications. The customer did not provide an alternate test method result for the reported inratio inr values. It is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.